Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient stated that one of their bladder stimulators is not working. Patient stated that they were at the va a week ago and they checked it out and tried to adjust it and the one on the left side is malfunctioning. Patient mentioned that they had an x ray done to make sure that the leads were still in place. They stated that they have another appointment with a healthcare provider (hcp) at the (B)(6) on (B)(6) at 2, and stated that a mdt rep was also supposed to be there. They stated that they received a missed call from a mdt rep and were attempting to return the call. Agent attempted but had to leave a message. Agent sent an email to the field asking a rep to confirm that someone will be at the appointment. On (B)(6) 2025 the patient called back again and repeated information previously noted regarding attempting to return a call. Agent reviewed email from field staff confirming a rep would be at upcoming appointment, patient still wanted to be connected to the extension that had been provided to them in their message. Agent reviewed pats had not left a message for patient and again reviewed that message may have been confirming rep would be at their appointment. Patient stated they had just wasted three days trying to return the message and will not try again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that it was unknown if this issue was caused by normal battery depletion. The patient also indicated that the cause of the left stimulator not working was unknown. They noted they are being sent to a different doctor to evaluate the problem and that the issue has not yet been resolved.